Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the patient outcome could not be conclusively determined through this investigation. Review of the submitted log files did not confirm the reported pump stop event; and a specific cause for the reported event could not conclusively be determined. The submitted log files contained no atypical alarms and appeared to show the pump operating as intended. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a pump off event on (B)(6) 2025 found on the history tab with no audible alarms. Flow and pump function returned to stability. The patient was admitted to the intensive care unit (ICU). Log files were submitted which captured only routine events as there were no adverse alarm conditions. It was noted that there was not a pump off indication in the log file which began on (B)(6) 2025 at 5:48:28. The cause of the pump stop was not identified, and it did not show up in the log files again. It was stated that there were no adverse impacts to the patient due to the event, and it was later stated that the patient passed away while on comfort care due to reasons unrelated to the ventricular assist device (vad) or heart failure (hf).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.